Event description:
It was reported that a patient underewnt a bilateral tka on (B)(6) 2023 and suture was used. The wound was closed using barbed suture at the capsule layer, suture at subcutaneous fat layer and barbed suture for skin layer. On (B)(6) 2023, the patient came back earlier with patella dislocation on left knee. Patient's left knee was fully flexible and in good condition for weight bearing. Surgeon decided to re-operate and found suture breakage at the capsule layer. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 3 layers of suture experience a wound dehiscence? What is the product code and lot # for each layer of suture that experienced a wound dehiscence? Please provide the patient's weight and bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the suture that broke stratafix spiral suture? If yes: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Was the suture that broke stratafix symmetric suture? If yes: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Were there any patient stress factors that precipitated the event of post op suture breakage? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Investigation summary ==> this is an analysis for a photo and video submitted to ethicon for evaluation. During the visual analysis, the following was observed: in the photo you can see a suture in several fragments, in the video the exposure of the surgery and the damaged suture is observed. The image and video is not clear to determine the failure mode. Based on the photo and video review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.